Event description:
It was reported that the patient was admitted to the hospital with an unknown cause. The reporter stated that the patient was admitted to the hospital on (B)(6) 2012 with possible narcotization or sepsis, but they are not certain what the exact issue was and there were no specific symptoms provided. The reporter stated that it was confirmed that all pump programming was correct and the event logs were normal. The reporter was unsure if the patient was on any form of narcotics, however, there was no narcotic in the pump. The healthcare provider was unsure "what's going on" and they are trying to rule out all things. The medication in the pump was baclofen. The reporter later updated that "there was nothing significant to report" and the cause of the event was unknown. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8709 serial# (B)(4), implanted: 2003 (B)(6), product type catheter. (B)(4).